Event description:
It was reported that about 45 days after implant of the liner, the surgeon found a fragment of wire from the cup in an x-ray. The position of the fragment (about 3cm) of wire is lesser trochanter.

Manufacturer narrative:
Device remains implanted and is not available for eval.